Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. E1 - (B)(6). Additional contact information: (B)(6).

Event description:
The event involved a plum 360 pump, and it was reported that the pump failed to detect air bubbles. They tested one of the pumps with a cassette from the same batch in the workshop, but they were unable to reproduce the problem. There was patient involvement, and no patient harm/ adverse event.

Manufacturer narrative:
Device was received (B)(6) 2026 for evaluation. Reported problem with " failed to detect air bubbles" was not duplicated by cassette alarm test, however found many n231 alarms from alarm log. The probable cause is defective parts in mech assembly.